Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as "black foreign material bigger than the size of the nozzle", and appeared to be a piece of silicone rubber - however, the material was unable to be further specified. Moreover, no any obvious deviation of reprocessing was observed. Therefore, the cause of as the remaining foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated as part of the asset return process, and the nozzle was found to be clogged with foreign material. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis lucera elite colonovideoscope device was returned as part of the asset return process. During routine inspection of the device by olympus, the nozzle was found to be clogged with foreign material. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.